Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the remote monitor was not powering up. The clinic was to verify correct set up with the patient. A prior successful transmission had been received from this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up using the original power supply. The monitor was able to power up using a known good power supply but then would not start interrogation. However, after further analysis was performed, the monitor was able to interrogate normally, therefore a root cause of this failure could not be determined.